Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx defibrillator indicating that the operational check does not pass the defibrillator test. The rse from the device log analysis found it is necessary to replace the therapy printed circuit assembly (pca)(B)(4) and the therapy capacitor assembly (B)(4). However, the device is end-of-life since 31dec2022 and therefore parts are no longer available. The customer is being sent the end-of-life notification letter. Based on the information available from the customer, the cause of the reported problem is the therapy pca and the therapy capacitor. The reported problem was confirmed by philips. No further action is necessary at this time. The device log files were evaluated by the rse, and their determination is that tha device needs a therapy pca and a therapy capacitor. The device is end-of-life, and these parts are no longer available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.